Manufacturer narrative:
(B)(4). D10- medical product: persona articular surface fixed bearing (cr) right 11 mm height item# 42521000511; lot# 65302556. Persona tibia cemented 5 degree stemmed right size f item# 42532007502; lot# 65577976. G2- netherlands. Eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported in a journal article that one patient in the robotic-assisted group experienced postop wound leakage leading to a prolonged hospital stay of three days. Attempts to obtain additional information have been made; however, no more information is available.